Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2019 with the following findings: a review of the pump black box showed drop in voltage reading was observed on (B)(4) 2018. A visual inspection of the pump revealed no evidence of damage to the battery compartment there was no evidence of moisture contamination inside the battery compartment. The pump powered on and no warnings, overheating, or power loss duplicated during testing. The pump electrical current draws were within specification. The pump¿s cover was removed and no evidence of moisture or defects were observed to the internal power components. The complaint of a temperature issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the battery felt hot when it was removed from the pump. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500 mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.